Event description:
It was reported that the device recharge was giving a ¿poor communication¿ screen with the implantable neurostimulator (ins). It was noted that communication was possible with the clinician programmer and the patient programmer. It was reported that the patient could see the plug icon when the recharger was plugged into the wall. Additional information reported that a communication problem occurred. It was noted that the patient was not able to communicate with the recharger. The patient was previously having trouble recharging. It was further reported that the patient saw the reposition antenna screen. It was noted that the patient had been able to get the regular charging screen up before, but mostly she got the reposition antenna screen. It was reported that the patient¿s last charging session was the week prior to the report. The ins was charged for about seven hours and charged up halfway. It was noted that stimulation was turned off. It was noted that an x-ray was done the day prior to the report which confirmed that the ins wasn¿t flipped. It was reported that the patient told a manufacturing representative about this two weeks after the implant and was told that it was ¿something the patient would just have to get used to.¿ additional information reported that the patient found the charger was ¿hard to use.¿ the patient stated that the charger was ¿not working.¿ the patient stated that while she tried to recharge, she saw an ¿exclamation point and a circle with an arrow in it and a wire coming into it and three arrows getting out of it.¿ it was noted this was the ¿repositioned antenna screen.¿ the patient reported that during her last recharge session, it took ¿about seven hours to charge the battery halfway and then it overheated.¿ it was reported that the recharger would not charge the ins. Final analysis of the recharger revealed an electrical open of the recharge antenna and a recharge board failure. It was later reported that the patient had good coupling with the new recharger, but on (B)(6) 2013, it took the patient six hours to recharge her implant from 50 percent to 100 percent with six to eight coupling bars. It was noted that the patient was charging more than expected and the reason for ¿bad recharge time¿ was that the patient wasn¿t maintaining coupling. It was reported that there was one session where the recharger turned off because, the temperature sensor went off. It was noted that the patient felt like when they were at a higher level of charge of the device, the stimulation was higher. It was reported that the patient thought this could be because, she had stimulation off while recharging before turning the device back on after recharging. Additional information reported that the patient lost communication during recharging sessions. It was reported that during a recharge session, the antenna temperature got too high and the device turned off. The patient did not see the temperature symbol when this occurred. It was reported that the patient has a sensor and ¿it goes from laying position to standing, she¿s losing her stimulation.¿ additional information reported that there had been no contact with the patient since the incident. Additional information reported that the patient had their device removed on 2013 (B)(6).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).